Manufacturer narrative:
Follow-up #1: date of submission 04/27/2016. Device evaluation: the device has been returned and evaluated by product analysis on 04/11/2016 with the following findings: review of the black box data did not reveal any unexplained time/date issues. A manual time change was recorded in the black box on (B)(6) 2016 at from 20:55 to 21:55. On investigation, timekeeping accuracy test was performed. The pump maintained time accurately during a five-day duration test; however when the pump was left without power for one hour and then powered back on, it had returned to the factory default time and date. The total daily doses added up correctly to reflect the user¿s programmed basal rates. The pump passed a delivery accuracy testing with no delivery defects found. The pump was found to be delivering within required range and delivering accurately with no delivery interruptions, errors, alarms or warning occurring during the investigation. The pump was opened and the internal battery was found to be leaking.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring >500 mg/dl with associated symptoms suggestive of hyperglycemia of large urinary ketones, nausea and silly behaviors. The reporter stated that the health care provider had recently changed the basal rate setting and bolus settings (I:c ratio, isf, bg target) in the pump settings. The reporter stated that over the last six months, there have two occasions where the am and pm on the pump's time date setting had been reversed. During troubleshooting with animas customer support, the reporter progressed through rebooting the insulin with the customer support representative and the time and the date were correctly maintained after battery change. Animas customer technical support determined that the time and date issue was a matter of training/misuse; error in manual setting of the time and date. This complaint is being reported because the patient reportedly experienced an adverse physical event while on insulin pump therapy, associated with a training/misuse issue.